Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported blood glucose results of 403 mg/dl, 171 mg/dl and 205 mg/dl within 10 minutes on (B)(6) 2017. Caller reported blood glucose results of 349 mg/dl, 125 mg/dl and 129 mg/dl within 10 minutes on (B)(6) 2017. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.